Manufacturer narrative:
The animas representative confirmed that the cartridge and infusion sites were changed every 3-4 days, no kinks in the cannula, no lump/redness/pus/scar tissue at infusion site, no issues with leakage or bubbles, pump delivered 2.5 units of air bolus with success, and reviewed the pump settings. The animas representative noted that there was no indication of a mechanical problem with the pump. The animas representative advised the patient to follow up with the hcp to discuss possible scar tissue, site rotation, and possible adjustment to insulin regimen. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The patient reported episodes of hyperglycemia (325 and 365 mg/dl with symptoms) and hypoglycemia (62 and 63 mg/dl with symptoms) that were self-treated.